Event description:
It was reported that the implantable cardioverter defibrillator (ICD) alerted for a high out-of-range shock lead impedance at 127 ohms on this right ventricular (rv) lead. The shock lead impedance measurement range has been between 80 and 120 ohms over the past year. Technical services (ts) was requested to review the lead data to confirm if this was a one-off measurement due to the trend since implant appears stable. Ts agreed the lead appears stable and shows an average of 105 ohms. Ts provided guidance on lead programming and advised it does not appear to be suggestive of calcification/mineralization. At this time, the lead remains in service and no adverse patient effects were reported.